Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during the thoracoscopic esophagectomy, the insulation material of the device peeled off and floated. Nothing fell into the patient's cavity. The procedure was completed with another device. There was no patient injury.